Event description:
Upon interrogating the device, a software reset conditions were observed. A possible output state detection was also displayed. Egms showed visible noise and exhibited multiple therapies, although the patient reported not feeling the therapies. Lead impedances were all normal and thresholds were also good. The ICD was explanted.